Event description:
Customer reported issue with pump screen not turning on. Blood glucose level remained between 54-500 mg/dl, indicating no adverse impact. Technical support instructed customer on troubleshooting steps but pump failed to power on. Customer transitioned to multi-dose insulin therapy as a backup. Technical support arranged for pump replacement and provided instructions for returning the faulty device.